Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had not been charged, the pump shut off due to insufficient battery power. The customer's blood glucose (bg) level was impacted 246 mg/dl. The customer delivered a bolus via the pump to stabilize bg level.